Event description:
On (B)(6)2025 the patient reported that the ilet touchscreen was nonresponsive and stuck on the cgm graph screen. The user switched to multiple daily injections (mdi) and requested a replacement device. Blood glucose was not affected and no hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.